Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during spay day the needles of the sutures kept falling off. There was no patient harm.